Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned 357.366 lot number 8893472 aiming arm, 357.369 lot number 7532660 blade guide sleeve, and 357.371 lot number 7418675 buttress/compression nut show several markings and other signs of wear although nothing that would impair their function. The devices function as designed. A visual inspection, dimensional inspection, drawing review, and device history record (DHR) review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The buttress/compression nut and blade guide sleeve assembly were reported to be popping out of the aiming arm during surgery. This complaint is unconfirmed. The complaint condition cannot be replicated. The aiming arm retains the buttress/compression nut despite the application of a moderate amount of force to the assembly. No design issue was found during the investigation of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right trochanteric fixation nail (tfn) procedure on (B)(6) 2016 when the surgeon was attempting to snap the buttress compression nut/blade guide sleeve onto the aiming arm it kept popping off the aiming arm. It popped off three times causing a two (2) minute surgical delay. The procedure was successfully completed using the same instrumentation with no patient harm. This report is 1 of 2 for (B)(4).